Event description:
Info received indicates the right intermediate siderail will not latch into the up position.

Manufacturer narrative:
The tech found the siderail latch was sticking due to a foreign material in the latch mechanism. The tech cleaned the siderail latch mechanism to repair the bed.